Event description:
The customer reported to (B)(4) of a microbore extension set, which was observed to be leaking heparin onto a bed from a cracked male luer. There was no exposure to the patient or clinician. There is no patient injury or medical intervention associated with this event. No other information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.